Event description:
Patient was placed on emergent dialysis in the hospital ICU at 2245 saturday, (B)(6) 2014; patient's k was 7.0; initial bath used was ok; bath was changed to 1k at 2345; maximum doses of levophed, dopamine, and neosynephrine were used for blood pressure support; sunday (B)(6) 2014, at 0010, the patient expired from cardiopulmonary arrest; the machine failed the stroke volume component of the functional test performed on (B)(6) 2014 (result - 1.04 range 0.996-1.004).